Event description:
Doctor reported rupture of the stainless steel connector.

Manufacturer narrative:
Strain relief. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the serial number provided by the reporter, the connector type is assumed to be a strain relief. Allergan has received the product, however, the analysis has not been completed at this time. Further info from the reporter regarding the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."